Event description:
It was reported that this implantable pacemaker right atrial automatic threshold (raat) feature was suspended due to thresholds being higher than programmed. Additionally, loss of capture was observed. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.